Event description:
The patient reported on (B)(6) 2013 at 08:20 pm she activated a new pod and her blood glucose and insulin history for the following day ((B)(6) 2013) is as follows: time 10:07 am, bg (mmol/l) 186; time 01:06 am, bg (mmol/l) 440; time 01:14 am, bg (mmol/l) 393, bolus (u) 3.45; time 02:53 am, bg (mmol/l) 474. She then deactivated the pod and decided to go to the hospital. At the hospital she started twitching so they placed her on an intravenous drip and she stayed there for the next two days.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.